Event description:
It was reported that the patient passed away, cause unknown. Review of the printouts showed vt/vf episodes. Patient's rhythm appeared to decline from fast sinus to a fine vf. First episode showed intermittent undersensing of fine vf causing the device to detect and charge for vf but the undersensing caused device to return to sinus without therapy delivered. Second episode showed another undersensing. However, the device detected, charged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Eventually delivered therapy. The shock was delayed due to intermittent undersensing of fine vf. It is not known. How the device was set up to sense. From the limited data available, it does not appear that the device actively caused the patient's death. There is no allegation from a health care professional that the death was device related. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The device's functionality was tested and no anomaly was detected. The device was found to be fully functional.